Manufacturer narrative:
The reported event was confirmed. The device was returned for evaluation. Visual inspection noted the tip length for the first eye was found to be out of specifications. The root cause was due to an operator error during the punching process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during evaluation of the sample received, it was noted that the drainage eyes on the urethral catheter were too close to the tip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported per evaluation of the sample received for a record, it was noted that the drainage eyes on the urethral catheter were too close to the tip.